Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) battery depletion-normal. Performance data from the device showed the ??? Referenced is visible through the programmer application.

Event description:
It was reported approximately five years post implant, the cardioverter defibrillator went to elective replacement indicator status. However, at that time the patient was lost to follow-up. Patient now in follow-up status and device still reflected elective replacement indicator status. However, there was no end of life flag; battery voltage was 2.59v. Additionally, there were three question marks in the quick-look screen where data should have been displayed. Review of performance data from the device showed there was a diagnostic data corruption which lead to the eol (end of life) not being displayed. The device was explanted and replaced. No patient complications have been reported as a result of this event.